Event description:
Severe dry eyes after the laser eye surgery (femto lasik). Since then I cannot work in computer, I lost my job, ended up unemployed. I have felt constant burning and itching in my eyes for 6 months. The surgery was indicated despite the fact that I reported contact lenses intolerance, treatment of thyroid deficiency and enthesopatia. My shirmer before the surgery was 8/9, 3 months after the surgery 2/3. Currently I am on corticosteroids.